Manufacturer narrative:
(B)(4) - the initial medwatch report inadvertently stated that prostar xl devices were used. All devices used were proglide. Evaluation summary: the device was returned for evaluation. The reported event of difficulty deploying the foot was not confirmed. During device analysis, the foot was fully deployed then completely retracted into the guide via opening and closing the lever without difficulty. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that prior to a transaortic valve replacement (tavr) procedure, suture placement was achieved in the right common femoral artery (rcfa) with the prostar xl device using the perclose technique. Suture placement was attempted in the left common femoral artery (lfca) with a prostar xl device using the perclose technique. Reportedly, when the guide wire exit port was in the body, the lever would not engage. A second prostar xl was successfully placed using the perclose technique and set to the side. The tavr procedure was completed and the pre-placed sutures achieved hemostasis in both the rcfa and the lcfa. The sheath sizes used in the procedure could not be recalled. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the prostar xl device, but unknown if established in the perclose technique. No additional information was provided.

Event description:
Subsequent to the initial medwatch report, it was noted that the initial medwatch report inadvertantly stated that prostar xl devices were used. All devices used and referenced were proglide.